Event description:
It was reported that pump display had major problems, including screen going black, buttons not responding, and difficulty opening pump using 1-2-3 sequence despite cleaning display, having clean fingers, using correct tapping technique, and restarting pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.